Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a 3/4 curietherapie procedure there was a problem with the quicklink applicator. It had blocked due to the failure to tighten a screw located under the rack, preventing the advance of the needle. The screw was loosened during the procedure since the tests and the preparation of 12 needles before had been carried out without difficulty. The customer had to take a new applicator to complete the procedure. There was an extended operating time for the patient of about 10 minutes.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that during a 3/4 curietherapie procedure there was a problem with the quicklink applicator. It had blocked due to the failure to tighten a screw located under the rack, preventing the advance of the needle. The screw was loosened during the procedure since the tests and the preparation of 12 needles before had been carried out without difficulty. The customer had to take a new applicator to complete the procedure. There was an extended operating time for the patient of about 10 minutes.